Event description:
During patient use, the breath delivery indicator led did not work. The patient was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, additional patient information was not provided.